Manufacturer narrative:
Patient age, sex and initials provided. The patient weight was not available from the site. This issue occurred during a biopsy procedure and the alleged inaccuracy was 5mm to 8mm. On 11/4/2015 a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Analysis of exam on the system by field representative found that the registration used was sub-optimal.

Manufacturer narrative:
Patient information was not made available from the site.no parts have been received by manufacturer for analysis.no further issues have been reported.

Event description:
A site representative reported that, while in a procedure using a navigation system, the surgeon alleged a 0.5 millimeter inaccuracy when checking the accuracy. Ten registrations were done. No further details were provided. Delay in therapy was less than one hour. There was no impact on patient outcome reported.